Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored for 24 hours and no blank display anomalies noted. Power connector plugged in and locked in place properly. No unexpected insert battery alarms noted. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 188 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.